Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID#2134265-2015-05485. It was reported that guide wire coating peeled off. The target lesion was located in the bladder. During a percutaneous nephrolithotomy (pcnl), a 4.8fx22-30cm w/o wire contour vl stent and a 7f x 26cm w/o wire percuflex plus stent were placed antegrade over two amplatz superstiff guide wires. It was noticed that both stents buckled and would not make it down to the bladder. Both stents were removed along with the amplatz superstiff guide wires and it was noted that both guide wires got kinked. A 8f percuflex stent was then selected along with another amplatz superstiff guide wire. However, the 8f percuflex stent also buckled. The 8f percuflex stent was removed together with the amplatz superstiff guide wire and it was noticed that the coating of the guide wire started to come off. Another amplatz superstiff guide wire was selected and the 8f percuflex stent was reintroduced and was able to the delivered and worked fine. During removal of the guide wire, it was noted that the coating started to come off. No patient complications were reported and the patient's status was fine.